Event description:
The patient had a l5-s1 fusion on (B)(6) 17. The patient images looked normal on several follow up appointments post op and patient appeared to be doing well. On his most recent follow-up appointment, the surgeon noticed the cage was fractured in a post op x-ray. The pedicle screws appear normal and the patient is not symptomatic.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed based on the review of x-ray images. The reported device was not returned, therefore, product inspection could not be performed. Manufacturing records were reviewed for both lots and no relevant issues were identified. Conclusion: it cannot be determined when the cage fracture was initiated. The root cause of the reported cage fracture cannot be determined due to insufficient information and product not returned for analysis. Remedial action: stryker has decided to take a field action (3004024955-11/14/18-001-c). Specifically, stryker executed a correction by updating the surgical technique guide to warn end users against misuses which include extreme surgical techniques that fall outside the approved instructions for use. H3 other text : device not returned.

Event description:
The patient had a l5-s1 fusion on (B)(6) 2017. The patient images looked normal on several follow up appointments post op and patient appeared to be doing well. On his most recent follow-up appointment, the surgeon noticed the cage was fractured in a post op x-ray. The pedicle screws appear normal and the patient is not symptomatic.